Manufacturer narrative:
The actual device was received for evaluation along with photographs of the device. Unaided eye visual inspection of the actual device along with magnification was performed which did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed with no issues noted. The fill port cap was removed and no issue was observed of connector or cap of the actual sample. Upon visual inspection of the photographs, a white elongated polymeric appearing particle possibly of acrylonitrile butadiene styrene in fluid path could be observed. The reported condition was verified during photo inspection; however, not verified on the actual sample. The cause of the particulate could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was further described as a small strand-like particle that was discovered during the visual inspection of the finished product prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.